Event description:
It was reported when trying to release the stent (midsection of sfa), the system could not be released, not by thumbwell nor by the retraction device. In the end the doctor managed to release the stent after manipulation inside the pt. The stent was elongated approximately 5cm. No reported injury to the pt.

Manufacturer narrative:
This is being reported because this device is the same or similar to the lifestent flexstar biliary stent, that is currently marketed in the united states. The sample has been returned, and the investigation is underway.